Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the intraocular lens in two pieces with one haptic missing and scratches on the optic. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, unintended user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have contributed to the event.

Event description:
It was reported that an intraocular lens (iol) implanted into the right eye (od) was explanted approximately four (4) months after implant due to an optic scratch noticed postoperatively. The patient presented with a decrease in vision. A successful lens exchange was completed using the same model lens with a different diopter power. In the physician''s opinion, the most likely cause of the event was due to a loading error. The patient''s outcome is good.